Event description:
It was reported that during a cruciate ligament reconstruction surgery, when surgeon did tibial fixation, twisted the screw in and the front end of the screw broke, the screw was removed out, and no remains in patient. No patient injury was reported.

Manufacturer narrative:
One 72201785 10x25mm biosure ha screw returned. It is one year old. Dimensional inspection verifies that this is a 10x25mm product. The product was used for a cruciate ligament reconstruction procedure. The complaint listed: ¿when surgeon did tibial fixation, twisted the screw in and the front end of the screw broke, the screw was removed out, and no remains in patient.¿ the head of the product is in good condition. The most distal threads are beginning to roll and become compressed. This indicates force with attempt to seat the anchor. Surgical details were limited. It is unknown whether prep recommendations were followed. IFU says: ¿the starter must be utilized with the biorci screws to minimize screw breakage during insertion.¿, ¿excessive force should not be placed on the delivery instrument.¿ and ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device.¿ prep per the IFU recommendation is critical for ease of insertion and successful anchoring. The condition of the implant indicates a torque issue. No root cause related to the manufacturing of this device can be confirmed. Use error may have been a contributing factor to the event. Complaint history search revealed no additional complaints for this production lot.